Manufacturer narrative:
(B)(4). Concomitant devices - persona posterior stabilized articular surface right 11mm catalog #: 42521400511 lot #: 62401499, persona cemented posterior stabilized narrow femoral component right size 9 catalog #: 42500006602 lot #: 62551601. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address progressing pain, swelling, limitation of activity, and loosening of the tibial component approximately five (5) years post-operatively. Revision operative notes noted the patient was being revised for aseptic loosening of the tibial component. Upon inspection, the tibial component had subsided and had some bony overgrowth. No intraoperative complications were reported. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per the package insert, loosening, pain and swelling are known adverse effects of this system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant devices: persona posterior stabilized articular surface right 11mm catalog #: 42521400511 lot #: 62401499, persona cemented posterior stabilized narrow femoral component right size 9 catalog #: 42500006602 lot #: 62551601; all poly patella cemented 32 mm diameter: catalog#42540000032, lot#6267038; unknown stryker cement: catalog#ni, lot#ni. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.